Event description:
Pt sent a copy of an email to envoy that he was sending to this implanting surgeon. The email included info regarding an on-going infection he has been treating with antibiotics. Pt is currently working with the implanting surgeon for treatment.

Manufacturer narrative:
Device was not explanted. Pt is currently working with the implanting surgeon for treatment of the infection.

Manufacturer narrative:
Wrong device serial number recorded on original report.

Event description:
Patient has been treated with antibiotics without success in the treatment of an infection. Update: device was explanted to support the treatment of the infection. No pathology report was provided from the physician regarding the infection.

Manufacturer narrative:
Envoy medical records indicate that a follow-up to 3004007782-2013-00054 was submitted as a hard copy on 12/02/2013, but it could not be found in the maude database when a search was conducted on 12/20/2017. Therefore, this is a resubmission of the update to 3004007782-2013-00054.

Event description:
Infection at implant location device was explanted to support the treatment of infection. No pathology report was provided from the physician regarding the infection.